Event description:
It was reported that after implant of a new device, the atrial lead and the left ventricular lead were inserted reversed in the device header. Once the leads were switched in the connector, the system performed as expected and the leads remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.